Event description:
It was reported that during a laparoscopic colon resection, the tech handed the device to the surgeon with no cartridge. The surgeon fired, blade progressed through tissue and no staples were fired due to no cartridge being loaded. The surgeon repaired by hand sewing. Unk how case was completed. No pt consequence was reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.